Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1 initial reporter facility - (B)(6). Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge had failed and required maintenance. The customer stated that they attempted a reboot, but it was unsuccessful. They also unplugged and plugged in the power cable, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.